Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that when attempting to implant this right ventricular (rv) lead a sudden change in the pace impedance measurements was noted as well as high thresholds at two different locations when positioning the lead. A possible helix fracture was suspected. A new lead was used with no issues. This lead was returned. No adverse patient effects were reported.

Event description:
It was reported that when attempting to implant this right ventricular (rv) lead a sudden change in the pace impedance measurements was noted as well as high thresholds at two different locations when positioning the lead. A possible helix fracture was suspected. A new lead was used with no issues. This lead was expected to be returned. No adverse patient effects were reported.